Manufacturer narrative:
The site refused to provide patient demographic information. A manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, both monitors went blank and displayed ¿no input detected¿ after completing a 3d spin and beginning to navigate. The site rebooted the system multiple times with no change. The site also tried to bypass the video splitter to see if signal could be regained with a monitor. No change to no signal detected. The site then pulled another navigation system into the room and re-acquired the 3d spin to proceed with navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis confirmed the reported issue as there was a motherboard malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.